Manufacturer narrative:
Ddbb1d1 ICD implanted: (B)(6) 2016; 6937a-58 lead implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency department after receiving a shock. Review of the remote monitoring transmission indicated that the patient had received a shock due to atrial fibrillation with rapid ventricular response that was detected as ventricular tachycardia. It was also noted that there was intermittent atrial undersensing on the right atrial (ra) lead. The device and lead remain in use. No further patient complications have been reported as a result of this event.